Manufacturer narrative:
The insulin pump passed the basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during the prime test due to faulty force sensor relay. The motor was tested outside the device and passed. Several displayable history crc check failed on startup alarms found at the alarm history file. The alarms occurred due to a corrupted history file. The insulin pump was received with cracked case at display window corners and battery tube threads, minor scratched display window and with missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported the customer received a motor error alarm. Customer's blood glucose was 400 mg/dl. Customer's father also stated the customer's blood glucose was not declining even though they had changed their infusion set. The father also reported a no delivery alarm had occurred. It was also found the customer was able to complete the rewind sequence on their insulin pump. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.